Manufacturer narrative:
Patient information was not provided. Without a lot number, the expiration date and manufacture date could not be determined. No sample was returned for analysis and no lot number was reported. The cause for this event is not clear and could not be established. The drape was in place for 24 hours before the symptoms began. Chlorhexidine gluconate was applied as a skin preparation prior to application of the drape. Information related to the product application and removal technique was not known. The product instructions for use (IFU) states the drape should be applied without tension. The IFU also states the drape should be removed by gently peeling it back at a 180-degree angle from the skin.

Event description:
An allergist reported that a patient experienced skin redness, itchiness, burning sensation and pain after a surgical procedure in (B)(6) 2020 where a 3m¿ ioban¿ 2 antimicrobial incise drape, catalog 6650ez, was placed. Chlorhexidine gluconate was applied as a skin preparation before the drape was placed. The drape was in place for 24-hours before the symptoms began. Type of surgery performed and anatomical location of the drape was not reported. A course of prednisone was prescribed, taken less than a week, and 2.5% hydrocortisone cream was applied for one week to the affected area. The symptoms fully resolved within one to two weeks.